Event description:
This case was reported by a consumer and described the occurrence of could not breathe properly in a female patient who received polyethylene oxide + sodium carboxymethylcellulose (poligrip comfiseal strips) strip for an unknown drug indication. A physician or other health care professional has not verified this report. Concurrent medical conditions included shellfish allergy - it was reported that the patient has the same reaction to shellfish. On (B)(6) 2009 the patient started polyethylene oxide + sodium carboxymethylcellulose - it was reported that the patient put them in and left them overnight. Approximately 1 day later, on the morning of the (B)(6) 2009, the patient experienced could not breathe properly, blotchy, rash, slight temperature, blood pressure, she turned purple and her eyes were protruding, the patient went to a&e and was treated with antihistamine (antihistamines). At the time of reporting, the outcome of the events are unknown. Follow-up information received on (B)(6) 2009: a (B)(6) female patient received polyethylene oxide + sodium carboxylmethylcellulose (poligrip comfiseal strips; batch no.: 835201) strip over a period of 2 days for partial dentures. The patient started polyethylene oxide + sodium carboxylmethylcellulose "to secure dentures which were rubbing" at 2 and a half strips once daily. On (B)(6) 2009, the patient experienced rash on face at 2 pm and "by 5 pm rash had spread to neck and back", eyes were closing, it was difficult to swallow and the patient was very drowsy. It was reported that the effects lasted for "2-3 days". The patient "had to have 3 days off work and slept most of the time". At the time of reporting, the events were resolved. Follow up received (B)(6) 2009: on follow up the reporter considered the events disabling. (B)(4) upgraded the case to serious because the patient required hospital treatment.

Manufacturer narrative:
Super poligrip comfort seal strips are manufactured in (B)(4). The lot number for this product is known; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).